Event description:
The patient had a lack of efficacy. On (B)(6) 2014, it was determined that the pump was flipped; the cause was not determined. The pump had flipped multiple times causing the pump segment of the catheter to be tangled and kinked; the catheter had several kinks. The spinal segment of the catheter was intact and was connected to a new pump segment of catheter when the pump and catheter were revised on (B)(6) 2014. Following the pump/catheter revision the patient ¿seemed to be receiving efficacy¿. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n440212, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).